Event description:
Pt had three injections of orthovisc in both knees. The first injection was (B)(6). Pt broke out with a red, itchy rash that started on and around her knees. Pt was given a cortisone injection in addition to the second injection two weeks later. The rash continued to spread to her arms, torso and neck. Pt received the third orthovisc injection. Pt was prescribed steroids.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further evaluation or investigation is possible.